Event description:
Received letter on (B)(6) 2015 that stated on or about (B)(6) 2015 that user was injured on her hospital bed because of a broken headboard that was provided, installed, a serviced by (B)(4), inc.